Manufacturer narrative:
The device was received. Investigation is not complete. The customer contact reported the device passed testing at the user facility and "the output was correct with volume displayed on the screen."

Event description:
The customer contact reported the pt received more medication than intended. At 1335, the device was programmed to deliver an unspecified concentration of hydromorphone, in the continous only mode, at a rate of 2 ml/hr. No further programming parameters were provided. Approx one hr and fifteen mins later, the device alarmed for an empty syringe. The customer contact reported that the nurse expected the delivery to last "approx 15 hrs based on the current settings." The nurse noted tha "24.7 mg infused over one hr and fifteen mins." There were no reported adverse pt effects. No medical interventions were required. The customer contact reported that the pt's vitals stayed the same."in 2007 at an unspecified time, the device was sent to the user facility's biomedical department. On the following month during testing at the user facility, the device passed testing. It was reported, "the output was correct with volume displayed on the screen." Multiple unsuccessful attempts were made to obtain additional information.